Event description:
A physician reported a pt who received an intracutaneous skin test on 2/5/96 in the right forearm. Approx. 45 minutes after the skin test, the pt noted irritation in the throat and felt indisposed. Excitation, tachycardia and decreased systolic blood pressure to 80 mmhg systolic were observed, followed by the occurrence of a generalized clonic seizure and unresponsiveness. Anaphylactic shock was diagnosed; antihistamines, diazepam and hydrocortisone were prescribed with resultant transitory cessation of the seizure. Within one hr, clonic seizures recurred; diapezam and barbituates were prescribed, and the pt was placed in an intensive care unit for 12 hrs. The physician believed that the symptoms were related to the collagen skin test. All symptoms resolved without sequelae; exact date unknown.